Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room and reported hearing beeping tones from his device for approximately three days. The device was interrogated and a fault code noted the device voltage too low for projected remaining capacity. Subsequent review of the patient's battery-related data, via the programmer indicated normal/expected values for the programmed device settings. Boston scientific technical services (ts) was consulted and advised replacement of the device as the battery voltage indicator was likely incorrect. It was noted that the patient was scheduled for a device replacement procedure. The ts consultant also recommended preparing a memory download to assess the current drain on the device's battery. This device was explanted and a new device was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.